Manufacturer narrative:
Reported event of inability to interrogate was confirmed. The device was received with no telemetry and no output. Device was cut open to find battery at end of life (eol) levels. Product device code was reloaded with success using external power supply, and functional testing pointed to the anomaly at high voltage circuitry. Further electrical testing of the hybrid revealed the high current to hybrid and testing of hybrid showed that cause of high current drain is consistent with failure of the diode component.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated which resulted in the patient being hospitalized. The device was explanted and replaced to resolve event. The patient was stable.